Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the customer's established ranges prior to this event. A system check was performed on (B)(4) 2011 and met specifications. The customer tried to recalibrate accutni, but failed. Customer performed a diagnostic system check after the erroneous results and failed the washed portion. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the float level sensor and the wash buffer reservoir. Verification testing was performed and qc met specifications. Although hardware issues were addressed, no definitive root cause could be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off and within the risk stratification range for four (4) patients' samples, generated by the unicel dxc 600i access immunoassay system. Repeat testing on an alternate instrument resulted lower within the ami, risk stratification, and normal reference ranges. No reports of death, injury, or change to patient treatment have been reported in connection with this event.